Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic experiencing fatigue. Upon interrogation multiple episodes of noise reversion were noted. The right ventricular lead also exhibited high thresholds and varying impedances. The lead was capped and replaced on (B)(6) 2014.